Event description:
Pt weight scale hill-rom air-shields model # n10 has side-walls but no end-walls. During weigh procedure, pt pushed with feet and scooted head-first backwards off the end of the tray. Pt landed on concrete-based floor from height of 3-4 ft. Pt sustained head injury. Spokesman for MFR of device stated "..it can be assumed that pt was left unattended". MFR's assumption is wrong. Pt was never left unattended. Nurse simply glanced downward to the weight read-out panel, located beneath the scale, in order to read the weight. At this very moment, pt self-catapulted off the end of the scale. When a driver glances at the speedometer on the dash while driving, it does not mean that the moving vehicle has been left unattended. MFR's response was defensive and not helpful in preventing this type of accident from recurring. Device should be recalled. Warnings should be sent to current owners of this scale.